Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusions. There was no reported impact to the customer's blood glucose level. As the customer was not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed. Although requested, additional information regarding the occlusions was not provided.